Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was observed that the display screen on the patient therapy controller (ptc) began to continuously flash after being fully charged. When the device was disconnected from the ac power supply, the display screen turned black. It was later noted that the power button would not power on the device. There was no patient or customer involvement. The device was returned for evaluation.

Manufacturer narrative:
Device evaluation summary: the returned patient therapy controller was subjected to external and internal visual examinations, as well as, functional and electronic testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed. (B)(4)